Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock while carrying a rug upstairs, the device was programming with the secondary sensing vector. Technical services (ts) was consulted, discussed the inappropriate shock was due to t wave oversensing, and the patient was noted to have really poor r to t wave ratios especially at elevated rated. Ts discussed option for reprogramming to the primary sensing vector and mentioned that the x ray provided showed like the distal tip may have migrated laterally toward the pg. Subsequently it was noted that the patient received two additional inappropriate shocks in the secondary sensing vector. The patient had not yet been checked for the option of the primary sensing vector. Ts suggested reviewing option for reprogramming or considering a transvenous system. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock while carrying a rug upstairs, the device was programming with the secondary sensing vector. Technical services (ts) was consulted, discussed the inappropriate shock was due to t-wave oversensing, and the patient was noted to have really poor r to t wave ratios especially at elevated rated. Ts discussed option for reprogramming to the primary sensing vector and mentioned that the x ray provided showed like the distal tip may have migrated laterally toward the pg. Subsequently it was noted that the patient received two additional inappropriate shocks in the secondary sensing vector. The patient had not yet been checked for the option of the primary sensing vector. Ts suggested reviewing option for reprogramming or considering a transvenous system. This s-ICD system remains in service. No adverse patient effects were reported.